Event description:
Reportedly, during use at the patient's home, the subject home monitor did not start and it was exchanged due to impossibility to use it.

Manufacturer narrative:
Please refer to the attached analysis report .

Manufacturer narrative:
The company opened a CAPA to investigate late reporting issues. After a retrospective review, this complaint was found to be reportable to the us FDA and is therefore reported now.

Event description:
Reportedly, during use at the patient's home, the subject home monitor did not start and it was exchanged due to impossibility to use it.